Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received.

Event description:
It was reported that the pump screen was shattered and unresponsive. Reportedly, the screen was shattered because the customer accidentally dropped the pump. The customer also reported seeing a green line going through the pump and nothing else. The customer's blood glucose level was 220 mg/dl. The customer confirmed that an alternate method of insulin delivery was available.